Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the recurring issues where discontinued medications continued to appear in station as available to administer, including cases where both oral and IV pantoprazole remained accessible despite being discontinued. A technical support specialist (tss) verified that all services were running and performed synchronization and server checks, while carefusion coordination engine (cce) confirmed that discontinuation messages were received but were later overridden by out of sequence order update messages sent by the customer interface system, causing orders to reactivate. Additional complaints were raised about active orders not appearing in pyxis, which tss traced to order start time logic rather than system failure, and a separate gabapentin dose change issue was found to result from the hcs system not sending the updated order information to bd. The customer continued coordinating with hcs on interface problems and later confirmed that the gabapentin communication issue had been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing discontinued orders as ready to administer. The customer indicated that a medication which had been discontinued for a patient appeared as ready to administer on the station. The messages were reaching pyxis, but they were not displaying correctly on the station. The customer¿s ehr team and epharmacy system both confirmed that the discontinuation messages had reached pyxis. Rebooting the station had resolved this issue in the past. The site had recently migrated versions, and this was the only station experiencing this issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.